Event description:
It was reported while using bd cor px, there was a loss of chain of custody with the sample rack. No adverse impact or mis-association of samples were reported regarding the patient or user.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary: this complaint alleges that there was an issue with "aio not properly displaying px status and not functioning correctly". A field service engineer (fse) was sent on site to investigate the issue. The fse performed a power cycle, but the issue persisted and global service was contacted to further investigate the issue. Log file reviews showed that the instrument lost chain of custody when transferring a rack from a front mailbox location. Software r&d confirmed that this was a software bug, and a feedback item was created for this issue. The complaint is confirmed to be a software issue, the root cause cannot be determined based on the information provided by service. No parts were replaced as part of this complaint, and therefore no samples were available for returned material investigation. DHR review is not required for this complaint as this complaint does not allege an early life failure or failure at installation and the configuration has changed since release from manufacturing due to service repairs/pms. Service history revealed no previous complaints for this issue. Bd quality will continue to monitor for trends associated with the failure mode described in this complaint. Review of risk management files confirms there are no new or modified risks associated with this failure mode.

Event description:
It was reported while using bd cor px, there was a loss of chain of custody with the sample rack. No adverse impact or mis-association of samples were reported regarding the patient or user.